Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, five heartstring seals cracked while loading the seals into the delivery tube. The surgeon used the fifth cracked heartstring seal to complete the procedure. No pt complications were reported by the hosp.